Event description:
It was reported that, prior to a robotic laparoscopic radical prostatectomy procedure, the tower triggered a startup error. The team attempted to reboot the system as instructed on screen; without unplugging the ac cables after shutdown and before turning the system back on but this did not resolve the issue. The customer noticed that during system shutdown, the operating room team interface (orti) went blank, and the shutdown screen was only visible on the surgeon interactive display (sid). The start-up-specialist (sus) instructed the team to restart the system by shutting it down completely, unplugging all ac cables once the system was fully off, wait for 90¿120 seconds, plugging the cables back in, and then turning the system on. The team checked and confirmed the orti was powered on as the light emitting diode (led) was green at the back and all the cables of the orti were firmly connected. A few minutes later, the customer was able to successfully start up the system and continue with system setup for surgery. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.